Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize a loaded slide clamp, which was reproduced when the device was unable to recognize an open door. The reported symptom was verified through a review of the event history log by the presence of "door jammed!" And "shut door - power off" on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. A visual inspection found the upper latch switch to be stuck, causing the symptom. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a loaded slide clamp at power up. There was no patient involvement. No additional information is available.